Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the rep noticed the breakout box had amber lights when nothing was plugged in as well as the emitter not chirping. He also reported a "localizer faulted" message displaying below. The rep troubleshot by first opening tracking details and observing if the emitter was recognized by the system.  The rep then opened self test in admin to confirm all internal firmware components were green. They confirmed the tracking details reflected the system's behavior and that in self test there was nothing suspicious. It was suspected the em controller was behaving faulty as both the emitter and breakout box were not functioning as intended. It was suggested using a new navigation system with the emitter and breakout box of the system in question to see if there was a difference. The rep first plugged in the emitter and found no issue, in neither the "chirping sound" nor in the software. They then plugged in the breakout box and also observed it behaving normally. They then took the emitter and breakout box of the new navigation system and plugged them into the old system and they were both functional. Finally, the rep plugged the original components into the original stealth and everything functioned properly. The issues did not present themselves again. No patient was present